Event description:
A resident while being transferred from her bed to a wheelchair, via a hoyer lift, fell to the floor and sustained a small lump to the back of her head. She was transferred to emergency dept where a cat scan was done which was negative, and her condition was listed as stable. Approximately 12 hrs later the woman died but an autopsy done showed cause of death was pulmonary congestion seconary to hypertension and cardiovascular dx. No bleed evidence.